Manufacturer narrative:
Qn#(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that after purchase the customer and initially used the endo applier ml, the customer was trying clipping to patient's vessel but the clip was not closed properly and the applier's jaw was not re-opened. There was no patient injury.

Event description:
It was reported that after purchase the customer and initially used the endo applier ml, the customer was trying clipping to patient's vessel but the clip was not closed properly and the applier's jaw was not re-opened. There was no patient injury.

Manufacturer narrative:
(B)(4). The DHR for the returned instrument was reviewed and found completely without any irregularities. This instrument was produced at the tecomet , inc. Kenosha, wi facility as part of a 50-piece lot in march of 2020. Evaluation of the returned instrument as received shows that the jaws are stuck closed with a med./lg. Clip installed in them therefore we are able to validate this complaint. We were able to open the jaws and remove the clip for further evaluation and found that the jaws were slightly loose in the tube assembly and show signs of external damage (pie's attached.) But there was no damage to the jaw pivot pin area of the tube assembly. This instrument was disassembled for further evaluation and it was found that the fingers on the end of the drive rod (n00185) that actuates jaws were both damaged. We are unable to determine what caused the jaws to stick closed with the clip installed but we suspect that the damaged internal drive rod fingers caused this condition. Since this device shows signs of internal component damaged and external jaw damage , we suspect mishandling of this device at the end user's facility. All 50 instruments from this lot were 100% visually inspected and function tested prior to shipment to the customer as this is a standardized procedure at this facility for this product line.